Manufacturer narrative:
.

Event description:
It was reported that during a rotational atherectomy percutaneous coronary intervention (pci) procedure, a guidewire fracture occurred. This is a case of restenosis of an unspecified stent. The 90% stenotic lesion was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. The physician completed ablation of the lesion and during withdrawal the rotablator guide wire met resistance in the proximal lad and the wire got stuck. Force was applied to move the wire and the tip of the guide wire tore off. The tip was successfully retrieved with a snare. When ivus was performed there was "a shadow like the torn wire approximately 10mm in the circumflex to left main trunk". However, nothing could be found under cine. The procedure was completed with another rotablator guide wire and the deployment of two non-bsc stents. Pt status is reported as "good".

Event description:
It was reported that during a rotational atherectomy percutaneous coronary intervention (pci)procedure a guidewire fracture occurred. This is a case of restenosis of an unspecified stent. The 90% stenotic lesion was located in the severely calcified and moderately tortuous mid left anterior descending(lad) artery. The physician completed ablation of the lesion and during withdrawal the rotablator guide wire met resistance in the proximal lad and the wire got stuck. Force was applied to move the wire and the tip of the guide wire tore off. The tip was successfully retrieved with a snare. When ivus was performed there was "a shadow like the torn wire approximately 10mm in the circumflex to left main trunk". However, nothing could be found under cine. The procedure was completed with another rotablator guide wire and the deployment of two non-bsc stents. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the unit was received loaded inside the protective hoop, with distal tip missing. A piece of the distal area was also returned. The distal tip is fractured /detached at 0.5 cm from solder. Sem analysis showed that the fracture surface is characterized by material cracking and propagation caused by a reversed bending. Longitudinal shear/tear planes were observed indicating the bending action. No material anomalies were noted. The fracture surface was caused by a reversed bending moment. Both fracture surfaces mate. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)